Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer pulled out the infusion set and noticed that it was bent. Customer's blood glucose reading at the time of the call was 492 mg/dl. No further information reported.